Manufacturer narrative:
The device was returned to olympus for evaluation. However the broken piece was not returned. The evaluation confirmed the probe breakage. The device was evaluated using olympus¿ test equipment. A visual inspection was performed and found the teflon pad had normal wear, no metal exposed. The broken portion of the probe was measured 16 mm. There was also indication of scuff marks right at the breaking point. Heavy indentation was also noted on the surface of the teflon pad where the intact portion of the probe was positioned. The root cause for the broken probe unit is most likely due to the probe coming into contact with a hard or metallic surface during activation and/or excessive force applied. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed that half of the tip of the thunderbeat broke off during a total laparoscopic hysterectomy (tlh) procedure. No device fragment fell inside the patient. A different device was used to complete the procedure. There was no patient injury.